Event description:
It was reported that as the surgeon was inserting a screw into the acetabular shell, the screwdriver head broke off inside the screw hex head.

Manufacturer narrative:
Evaluation summary: operative notes are not available. The potential field age is approx 20 months. However, method and frequency of use of this instrument is unk. As returned, the screwdriver indicates impingement deformation on the universal joint component probably due to use outside its reasonable range of motion. Deformation of the universal joint member may be caused by an extreme articulation attempt while torque was being applied. In an extremely articulated position, the torque applied would increase to deliver the needed torque to rotate the bone screw. In the case where impingement occurs, the shaft is outside its reasonable usage range of motion which may lead to very high torque levels within the shaft. Exact cause of the event cannot be determined. Eval: the tip of the instrument was discarded after removal from the screw head, and was not returned. Photographs of fracture surface indicate what appear to be corrosion spots. The instrument meets print specifications where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.